Event description:
Per the clinic, the device was explanted due to unknown reason (specific date not reported). The patient was re-implanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient experienced an infection at the implant site which was possibly related to device migration adn skin breakdown.